Event description:
(B)(4) is the initial importer of the device which is a patient lift accessory / sling. The sling and lift have been isolated and are not in use. The patient was in the sling when it slipped off the cradle. The resident fell and fractured her c2 vertebrae. She was admitted to the ICU from the period of june 15 to 21. There is photographic evidence of the sling. There was no device issue.